Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Technical support provided pump reset information, assisted the customer in resetting the pump, and instructed them to contact again if the malfunction recurred. The malfunction did not recur after the reset, allowing the customer to continue using the pump.